Manufacturer narrative:
"To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: proper positioning of the spatz3 adjustable balloon system® within the stomach is necessary to allow proper inflation. Lodging of the balloon in the esophageal opening during inflation may cause injury and/or esophageal rupture. The physiological response of the patient to the presence of the spatz3 adjustable balloon system® may vary depending upon the patient's general condition and the level and type of activity. The complication section refers to: · esophageal obstruction. Once the balloon has been inflated in the stomach, the balloon could be pushed back into the esophagus. If this occurs, surgery or endoscopic removal could be required. Injury to the digestive tract during placement of the balloon in an improper location such as in the esophagus or duodenum. This could cause bleeding or even perforation, which could require a surgical correction for control. · injury to teeth, tissue in the oral cavity or throat and upper esophageal sphincter."

Event description:
The balloon did not pass through the cricopharyngeal during insertion, which produced a mucosal tear, which is why it was removed from the esophagus and replaced with a non-adjustable balloon.